Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0x8e2, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that they noticed a power-on-reset (por) when they were trying to increase stimulation. The patient was recently implanted on (B)(6) 2015. There were no reported symptoms. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the step taken to resolve the por was that the patient called customer service. The battery would not reset. Nothing the patient did lead to the por.